Event description:
It was reported that when using the bd pyxis¿ medstation¿ es micu-4 main drawer 3.2 cubie pocket d1 failed. The customer attempted troubleshooting by rebooting the station and trying to recover the drawer; however, these efforts were unsuccessful, and the problem persisted. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main enhanced half height drawer 3.2 with pocket d1 failed to recover. A field service engineer (fse) replaced a new pocket, reseated and checked all cables, and inspected all slide bumpers. The slide bumpers were replaced in main drawers 2.1, 3.1, 4.2. To resolve the issue. Additionally, fse replaced slide bumpers on auxiliary drawer 1.1. The system functioned as intended after the field service engineer repaired the device.